Event description:
Account reports incidents in the nursery in which the reported device cracks with subsequent leakage during infusion of lipids. Rptr stated there were loss lines, though no pt compromise.